Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was successfully implanted on an unknown date. Nothing unusual was noted during the procedure. Within three months of the implantation, the patient presented with a small amount of mesh exposure at the vaginal midline. The patient, who is over 18 years of age, is being treated with vaginal estrogen.